Event description:
Device 1 of 2: reference MFR report: 1627487-2018-12818. It was reported patient experienced ineffective stimulation. Reprogramming was attempted but patient continued to have ineffective therapy. System was explanted.